Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot e125 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of e125 for the reported issue shows no trends. Trends were reviewed for complaint categories, pressure dome membrane leak and alarm #52: collect line air detected. No trends were detected for each complaint category. The kit and smartcard were returned for analysis. Review of the smartcard data confirmed the occurrence of the collect line air detected alarm. Examination of the returned kit found the collect pressure dome diaphragm was displaced and not properly secured to the pressure dome housing. The collect pressure dome and components were pressure tested and no leaks were found. The investigation determined the cause for the collect line air detected alarms was the leak at the collect pressure dome diaphragm not being fully seated onto the housing. All pressure domes are tested for leaks prior to product release; therefore, it is unlikely the non-integral seal observed on the product return was a result of manufacturing. The cause of the displaced collect pressure dome diaphragm was most likely improper installation of the collect pressure dome assembly by the end user. This investigation is now complete. (B)(4).

Event description:
Customer called to report a blood leak during the purging air phase of the treatment procedure. Approximately 20 ml of whole blood was collected when the customer stated they received a collect line air detected alarm. The customer attempted to clear the alarm and restart the procedure when they noticed the blood leak. Customer stated the leak was around the collect pressure membrane dome. The customer has returned the kit and smartcard for investigation.